Event description:
Reportable based on the analysis completed on 15 jan 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Vascular access was obtained via the femoral artery. The 97% stenosed, de novo, concentric, 2.8x35mm lesion being treated was located in the very tight, and mildly calcified and moderately tortuous left anterior descending artery. The lesion contained a >45 and <90 bend and was predilated with an unspecified 2.5x10 balloon. The physician advanced the 2.75x38mm promus element stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status is stable. Returned product analysis revealed shaft fracture.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: visual examination of the device found that the device had been returned in two parts as a result of a break in the hypotube approximately 220mm from the distal edge of the strain relief. Further examination noted that the entire shaft was kinked at various intervals along its length. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.